Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 08/20/2014 with the following findings: visual inspection revealed that there was moisture behind the display lens. The pump powered on properly, as confirmed by the presence of the auditory cue, but the display screen was blank. The vibratory cue that accompanies power-on was not present due to internal moisture damage. The pump failed a leak test due to a leak at the display lens. The pump case was removed, and evidence of corrosion was observed on internal components, including components involved in display functions.